Event description:
It was reported that the right atrial (ra) lead was previously programmed to vdd for oversensing and non-capture. The ra lead was explanted and replaced. No patient complications were noted as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analysis found that the proximal conductor was fractured and distorted. All conductors had blood/body fluid (not obstructed) and all insulators were breached (clavicle-rib crush). The outer insulation was breached cut and had a white substance on it. There was blood in/on the helix/lobe mechanism and the lead was stretched.